Manufacturer narrative:
Health effect clinical code (B)(4): significant reduction of irido-coneal angels. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angles was observed. Lens remains implanted. Reportedly, angles narrow, will continue to observe. Per the reporter on (B)(6) 2021, no treatment or intervention has been decided. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.